Event description:
Reportable based on device analysis completed on 09may2025. It was reported that the stent could not be released normally. The 60% target lesion was located in the moderately tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent self expanding was advanced for treatment. However, the stent could not be released normally during the operation. It could only partially deploy. The stent was removed from the body fully re-constrained, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient condition following procedure was stable. However, returned device analysis revealed an outer sheath break.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). Device evaluation by manufacturer: the carotid wallstent device was returned for analysis. A visual and tactile inspection identified an outer sheath break located at approximately 28mm distal of the main t-body. No other issues were found with the catheter. The device was received with the stent in partially deployed by approximately 20mm. The investigator was unable to deploy the stent due to a separation of the sheath of the device. A visual and tactile examination identified no issues with the tip of the device. This concludes the product analysis.